Event description:
The ge oec 6800 miniview fluoroscopy sys intermittently would not respond after sitting idle for a period of time.

Manufacturer narrative:
A ge oec svc rep investigated the issue and re-seated the connections to the left monitor. The malfunction could not be duplicated. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hosp was unable to, or would not provide any pt info relating to this issue.